Event description:
A report was received that during a permanent implant procedure, the placement of the insertion needle caused spinal fluid leakage. The pt's symptom was a headache and was treated with medication post-operatively. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.